Event description:
The devue was used by the physician in the performance of a pelviscopy. The unit was used immediately after being removed from its original (factory) packaging. According to the manufacturer, this unit is designed to require no preparation before initial use.the stapler cartridge portion of the device clamped onto tissue inside the patient's abdomen; the cartridge subsequently disengaged from the shaft of the device and remained inside the patient.an exploratory laparotomy was performed to retreiv ed broken pieces, staples and blade.after investigating this event, we have determined that the stapler mechnism was probably not aligned and or seated properlydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.